Event description:
The reporter stated that the surgeon inserted a aa4203tl single piece silicone lens with toric optic and the patient's capsule tore. The incision was enlarged to remove the lens and another lens was inserted. N vitrectomy or suture was required. The lens was the cause of the capsular tear.

Manufacturer narrative:
H6: results - visual inspection of the returned product showed that there is no visible damage. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaints were found within the search. Conclusion- based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.